Event description:
An employee was walking by a storage room where IV pumps are stored for use in the operating room cases, when he heard an alarm coming from a baxter colleague infusion pump. The pump had been placed on an IV pole set up with tubing attached to medication bags with tubing feed through two of the channels in pump. Other IV fluid bags were on the same IV pole but were not attached to the pump. The employee described the alarm as long and continuous as opposed to the more familiar intermittent alarm. He opened the door to the storage room and saw flames coming from the bottom channel of the pump. He tried to enter the room in order to unplug the pump from the electrical outlet but had to turn back. Fumes from the fire were extremely irritating to his eyes and he was unable to breathe in the presence of the fumes. He left the pump to get a fire extinguisher. When he returned, three other employees had arrived and were exposed to the fumes. The first employee sprayed the fire twice with an extinguisher before the flames were extinguished. The pump continued to smolder after the flames were extinguished. The fire department and physical plant were called. The pump was covered with a plastic bag and taken away. The pump continued to alarm after removal from the area.